Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off. This occurred upon power-up in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "turn off" was reproduced. A review of the event history log revealed ''improper shutdown" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. The reported condition was verified. The cause of the condition was the broken ac power adapter. The ac power adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted